Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a surface electrocardiogram was performed, and potential pacing on the t-wave was observed. Technical services discussed this was possibly related to timing/programming of the pacemaker. Troubleshooting options were discussed. Additional information was received that rythmiq and search hysteresis were turned off and the atrioventricular delay was extended. The programming changes resolved the issue. There were no adverse patient effects reported. This pacemaker remains in service.